Event description:
It was reported that the customer experienced consistently high blood glucose levels beginning on (B)(6) 2025, with values displaying "high" but not specifying actual measurements. Cause was not known. The customer took corrective action using a correction injection via multiple daily injections (mdi) and received detailed guidance to inspect various parts of the insulin delivery system, such as the infusion site, needle, tubing, and connections, as no issues were initially identified. The resolution involved replacing supplies as necessary and resuming insulin therapy. The customer continued to use the pump for insulin therapy.